Manufacturer narrative:
The ventilator was investigated by our distributor. The ventilator passed the pre-use check (puc). No parts were replaced. The ventilator was not returned for clinical use since a preventive maintenance has to be performed and batteries have to be changed. The customer has not requested any service. Evaluation of the received logs show that the puc before the reported event passed without deviations. The last puc on the reported date of event failed internal leakage test, pressure transducer test and safety valve test due to leakage. The cause of this leakage has not been determined since the ventilator functioned without deviation at on-site investigation. No ventilation was performed on the reported date of event. No technical alarms are logged. The root cause of the reported event has not been determined.

Event description:
(B)(4).

Event description:
It was reported that the ventilator displayed a high airway pressure alarm while it was connected to a patient. There was no patient harm reported. (B)(4).